Manufacturer narrative:
Updated h6- type of investigation, investigation findings, investigation conclusions.]. The device was not returned for evaluation. The complaint for valve incorrect orientation was unable to be confirmed without the return of the device/imagery. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. As reported, "during valve preparation, a 23mm sapien 3 ultra valve had the final crimp done before the valve orientation was confirmed. A new valve and delivery system were opened due to incorrect position of the valve on the delivery system. Therefore, the first valve was wasted; it did not enter the patient." . Per instruction for use (IFU), "verify correct thv orientation with the inflow (outer sealing skirt) of the thv oriented distally towards the tapered tip" and "have operating physician verify correct orientation of thv inside the loader." In the IFU and training manual, there are multiple checks in place for valve orientation prior introducing into patient. As such, available information suggests that procedural factors (use error) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during valve preparation, a 23mm sapien 3 ultra valve had the final crimp done before the valve orientation was confirmed. A new valve and delivery system were opened due to incorrect position of the valve on the delivery system. Therefore, the first valve was wasted; it did not enter the patient.